Manufacturer narrative:
The product was discarded at hospital. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. If further information is able to be obtained, a supplemental report will be submitted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of an introducer placed in the internal jugular vein of a patient, there was a leakage from the sheath of approximately 250 ml to 300 ml. Of medication: adrenaline, noradrenaline and vasopressin leaked. As a consequence, blood pressure was continuously on the lower side and the patient required to be placed on cardiopulmonary bypass. After 3 attempts, no additional information was able to be obtained to date.